Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was reported that needle came out of the serter and no delivery alarm. The customer¿s blood glucose level was 360 at the time of the incident. Troubleshooting for no delivery alarm was declined. The customer was treated high blood glucose with insulin. The insulin pump will not be returned for analysis.